Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The returned product was visually inspected that confirmed cushion debris in sterile packaging. A review of the device history records did not identify any related deviations or anomalies during the manufacturing process. The root cause of the reported event is likely to be due to transit damage causing the foam to shed. This product falls within the scope of corrective action that is reviewing the packaging configurations at zimmer biomet, bridgend, UK. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the product had a cushion debris in the sterile package found at the distribution center. There was no patient involvement.